Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device passed functional testing with no anomalies found. (B)(4).

Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, the battery was replaced, however, the epg did not provide back-up pacing and shut down. The epg was returned to the manufacturer for servicing. No patient complications were reported as a result of this event.